Event description:
It was reported that during a lap left colectomy procedure, the white pad fell off of the jaws of the instrument. The pad was removed safely. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/28/2009. Evaluation summary: the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damge of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.